Manufacturer narrative:
No devices were returned for review. Photographs returned confirm dark debris on the head and stem neck taper. No further evaluation is possible using the photographs provided. Review of the device history records of the versys femoral head and m/l taper kinectiv neck did not find and deviations or anomalies. These devices are used for treatment. Review of the implantation operative notes confirm the patient underwent right primary total hip arthroplasty due to osteoarthritis. It was noted in the operative notes that the trial components gave excellent stability. The trials were removed and final components were implanted which also gave excellent stability. A lab report noted that the patient has slightly elevated cobalt level of 4.8 ug/l. MRI notes that there are impressions of small right hip joint effusion, moderate right greater trochanteric bursitis, fluid in the subgluteus maximus bursa measuring 7.9 x 3.2 x 2.6 cm with adjacent soft tissue edema, mild proximal right hamstring tendinosis, severe atrophy and fatty replacement of the right obtutor internus and quadratus femoris muscles and enlargement of prostate gland. Follow up notes note the range of motion as: ¿flexion: 110; extension: 10; internal rotation: 45; external rotation: 60¿. Revision surgery notes were not provided. A product history searches revealed no additional complaints against the related part and lot combinations. Patient¿s activity level and adherence to rehabilitation protocol is unknown. A definite root cause for the reported issue cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other devices used: manufactured by zimmer inc. (B)(4): catalog #00630506036 , trilogy longevity crosslinked liner, lot #62224381; catalog #00784801200, zimmer m/l kinectiv neck, lot #62238279. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to increasing pain in his hip symptomatic of an adverse tissue reaction. During surgery, corrosion was discovered at the head/neck junction.